Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer husband was reported via phone call that the insulin pump had a frozen display screen. The patient¿s blood glucose level was 214 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. Customer reported that, the screen is not completely blank. Alarm occurred after the time that the buttons were not responding. The device is not expected to be returned for analysis.